Event description:
It was reported that a vsp screw fractured and a procedure was performed to remove the screw 8-months after initial insertion. There was no pt injury reported as a result of this situation. As surgical intervention occurred an MDR is being filed to document this event.